Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a flu a positive result was obtained on one (1) patient test cartridge from a veritor analyzer. The user questioned the result as another line was visually observed at the bottom of the test cartridge. It should be noted the action of visual interpretation is considered off-label use of the product. A separate swab sample from the patient was used for confirmatory testing due to the "strange double line" observed. A different assay kit (material number 256041 kit flu a+b 30 test hospital veritor and unknown batch number per customer) was used and provided a flu a negative result which was reported to the provider. There were no health impact or consequences reported. (B)(4).